Event description:
Mpa (B)(4) was received from (B)(6) on (B)(6) 2012. Translated as follows: pt has used round the clock lens while she had a cold. Sore in the right eye then took out the lenses, did not use contact lenses 3 days. On checking with us, (treating facility) corneal ulcer was discovered. Lack of maintenance, handling error, pt uses lenses around the clock. Take out and clean them a couple times a month. Was ophthalmologist at (B)(6) hospital responses, keratitis, treatment antibiotics. Attempts to contact the pt have been made for more info with no replay to date. No lenses were returned. No lot info provided. This is being filed as corneal ulcer.

Manufacturer narrative:
This is being filed as corneal ulcer. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.